Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the feeding tube is not functioning properly, it is leaking when in use. Additional information received stated the device is leaking where the clear tubing and the purple connector attached.

Manufacturer narrative:
The device history record (DHR) review could not be performed because no lot number was available. The current process and controls were found to be followed as per procedure. A sample analysis could not be performed because no photo or sample was available for evaluation. The exact root cause could not be determined. A corrective and preventive action has been initiated to address the reported issue. This complaint will be used for tracking and trending purposes.